Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
Evaluation of the data confirmed the intermittent out of range. Data was received 03/01/2013.

Manufacturer narrative:
(B)(4). Evaluation of the data confirmed intermittent out of range.